Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w.l. Gore internal case number. A2 - a4: age, gender, and weight were requested, but not provided. B3: date of event was requested, but not provided, therefore the date the article was accepted, december 26, 2023 will be used. H3: review of the manufacturing records and engineering evaluation could not be performed as a valid lot number was not provided and the device was not returned to gore. H6 - code 4111: additional information regarding the event was requested from the complainant, but no response was received. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Fang e, bailey ka, choi m. Repair of a giant omphalocele defect using tissue expansion and gore-tex mesh following loss of durable repair with alloderm: a case report. J pediatr surg case rep. 2024; 101:102768. Doi:10.1016/j.epsc.2023.102768. Https://www.sciencedirect.com/science/article/pii/s221357662300194x?via%3dihub. This is a case study of a female infant that underwent abdominal wall repair using alloderm mesh for a ruptured giant omphalocele involving the stomach, liver, spleen and small and large bowel. Two days after this, the tissue expanders were removed due to local infection. The alloderm stretched over time and an abdominal binder was utilized for attempted reduction with limited success. The alloderm was removed at 15 months of age. At 6.5 years old, the patient underwent bilateral flank tissue expander and scar tissue mobilization. At 7 years of age, the patient underwent definitive abdominal wall reconstruction using a 15 × 10 cm sheet of gore® dualmesh® biomaterial (wl gore and associates, flagstaff, az). It was sutured superiorly to the costal margin and laterally and inferiorly to the surrounding rectus muscle and fascial edges. The abdominal viscera within the omphalocele was reduced. On the second postoperative day, some ischemic skin was noted at the advancement edges which were debrided and reclosed to prevent exposure of the gore-tex mesh. Six months after this, the patient returned for removal of extruding mesh/fascial suture. The wound healed without any complications. 4 years and 4 months after the reconstruction, the abdominal wall remains stable with no recurrent herniation.

Manufacturer narrative:
H6: added conclusion code.